Manufacturer narrative:
No unexpected display anomalies, blank display anomalies or button keypad anomalies noted during our testing. All of the buttons functioned properly; no damage to keypad traces and the connector on the printed circuit board was not unlocked during visual inspection. The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The insulin pump was received with scratched casing, minor scratches on the lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that whenever he tried to press the menu button the screen went blank. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.